Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ stopcock was cracked causing leakage. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, a patient was given an infusion, and it was found that the infusion connector (specification model: 394602 infusion connector blue handle; production batch number: 2244212) had cracks causing leakage.

Event description:
It was reported that the bd connecta¿ stopcock was cracked causing leakage. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, a patient was given an infusion, and it was found that the infusion connector (specification model: 394602 infusion connector blue handle; production batch number: 2244212) had cracks causing leakage.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 394602 and lot number 2244212. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.